Event description:
It was reported that the patient had experienced an increase in frequency and incontinence that had been going on for at least 6-7 months. Later, the patient got out of bed one morning and noticed that stimulation was intermittent. There were no reported falls or trauma, and no recent program changes. The patient was on program 3 at 1.9v. The patient changed to program 4 at 0.8v and felt intermittent stimulation. The patient changed to program 1, but reached the upper limit at 0.0v. On program 2 at 1.2v the patient reported intermittent stimulation. There was intermittent stimulation on all 3 programs, and the patient stated that she had never noticed it before that morning. The patient wondered if recent back x-rays could have caused the change in sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3093-33, lot# v476082, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial# (B)(4).